Event description:
It was reported that an assurant cobalt stent was used to treat a common iliac artery lesion four days post expiry date. It was reported that the device was removed from its packaging and prepped as per IFU. The device was inspected with no issues noted. No complications or patient injury reported. The case went fine.